Event description:
It was reported that the customer was experiencing low and high blood glucose. Customer stated high blood glucose reading was 282 mg/dl and low blood glucose reading was 42 mg/dl. It was also mentioned customer's blood glucose was 482 mg/dl. Customer declined to do troubleshooting. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.